Event description:
A malfunction alarm was reported with a specific malfunction code. There was no reported impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction recurred.